Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues with the drawer. A field service engineer (fse) checked the station that issue was resolved by the customer through removal of the pocket, shutdown and reseating of the row board cables and tested functionality with customer. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 showed incorrect cubie mapping, with one medication grayed out and another missing a label, forcing users to manually identify and remove medications despite correct compartments opening during dispense. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.